Manufacturer narrative:
The evaluation found a faulty/broken main switch that dims intermittently and the switch cap was damaged/torn. The device was repaired to asset specification and returned to asset stock. The device was last serviced on july 12, 2020; inspection only/no problems were found. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection, the asset maintenance/leak tester unit was found to have a faulty/broken main switch that dims intermittently. There was no reported allegation of a malfunction associated with the device and there was no patient involvement reported to olympus.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The legal manufacturer determined that the power switch deteriorated due to long-term use because the user caused the switch to be damaged by dropping or hitting a hard object or operating it with excessive force or because it has been about 10 years since its production. Olympus will continue to monitor complaints for this device.